Event description:
A regular follow-up check was conducted on (B)(6) 2023. At this hospital, the me performs pacemaker checks with only in-hospital staff. At this follow-up, the expected longevity was 3 years. At the last follow-up 6 months ago, it was 7 years. At the previous 6-month follow-up, it was 5 years. Therefore, the physician asked to confirm whether this expected longevity was accurate.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.